Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The nurse called to obtain assistance with programming the customer's insulin pump. The customer momentarily came on the line to decline any troubleshooting concerning his hospitalization for high blood glucose. The blood glucose reading was 249 mg/dl. The customer was advised to follow up with the doctor if current settings needed to be changed. The caller was assisted with programming the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.